Event description:
It was reported that a patient had a mild reaction of respiratory distress and had hypertension late in the treatment session. The patient did not require any treatment as her symptoms recovered. The patient was able to complete treatment. A sample is not available for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.